Event description:
Customer reports that the computed radiology hanging protocols are loading correctly from the integration but all other modalities are displaying improperly. When attempting to load studies from the pt folder, each study selected, replaces the study on the screen instead of adding to the current layout. This is happening when loading three studies from the folder. There was no reported pt injury associated with this event. A follow-up report will be submitted when the investigation is complete.